Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's audio bolus button came off the pump 2 weeks after receiving the replacement back in (B)(6) 2011. The patient does not use the audio bolus button and wears the pump in his pocket with no clip or on his waist with a clip. The patient has had no other issues with the pump until (B)(6) 2012. The patient mentioned that the up, down and ok button became unresponsive also after the audio bolus button came off. The patient went on a water ride and water got into the pump. The patient's keypad became unresponsive on (B)(6) 2012 after the moisture exposure and the patient was receiving his basal rates but was unable to bolus; therefore he corrected via syringes. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported due to the unresponsive of the up, down and ok buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The audio bolus button cover was found to missing. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the audio bolus button was not functioning and was found to be leaking. All keypad buttons were found to respond to button presses as expected. The keypad cover was removed and no contamination was found under the key contacts. There was evidence of contamination found inside the pump around the audio bolus button. The reported complaint for the keypad buttons was not duplicated during testing.